Event description:
It was reported by the customer that when using the bd pyxis¿ medbank was unable to dispense the medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, it was determined that the user was unable to retrieve the medications. The customer support specialist confirmed that the customer was able to retrieve the medications with the help of another personnel. The system functioned as intended after the issue was resolved. D4 & h4: UDI and manufacturer date not available.